Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they received a "speaker malfunction" inop/error message from their mx40 device. They also confirmed that there was no audio. There was no patient harm reported by the customer.